Event description:
It was reported that the pump and balloon of this artificial urinary sphincter (aus) migrated from its original location, resulting in the patient not being able to use the device; therefore, a surgical procedure was performed to remove and replace both components. There were no patient complications reported.